Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. After being able to channel the artery and go through with a 0.014 guide, predilitation was performed and a 2.75 x 32mm synergy drug-eluting stent was advanced for treatment. However, while advancing, the shaft broke in the proximal segment of the ball that premounts the stent. Physician tried to inflate the device but did not achieved release response. The device was completely removed without using any other device and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.